Manufacturer narrative:
H6- conclusion codes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11703. It was reported that the patient presented for lead replacement procedure in clinic. Right ventricular (rv) lead and right atrial (ra) lead were cut during previous procedure due to unknown reasons. Physician explanted and replaced ra and rv leads. The patient was in stable condition.